Manufacturer narrative:
Block h6 component code a150207 is being used to capture the reportable event of difficulty to remove.

Event description:
It was reported to boston scientific corporation that a tissue helix was used on (B)(6) 2025. According to the complainant, during the procedure the tissue helix got stuck in tissue. The physician tried rotation the device counterclockwise, clockwise, and tension with the anchor exchange but the device would not release until excess force was used to remove the helix. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.